Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver failed to boot and charge. The receiver download found err67 but are not related to the complaint. Run receiver functional test's, pass. G5 global communication tool tone at medium test, pass sound tests. Perform manual functional tests "try it", pass. Open receiver case for internal visual inspection, pass. Perform speaker audio wiggle tests, pass. Measure the speaker resistance. Speaker resistance within specification.. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.